Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant cl result was reported to the physician, who questioned the result. The sample was retested on an alternate instrument and that cl result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cl result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to the tsc that they obtained a low anion gap reading on one patient, associated with a discordant chloride result. The customer replaced the chloride electrode after obtaining the low anion gap reading. Siemens provided the customer with another chloride electrode. The customer successfully ran qc. The cause of the discordant, falsely elevated chloride result was a malfunction of the chloride electrode. The instrument is performing according to specifications. No further evaluation of this device is required.